Event description:
Related MFR report: 3006705815-2020-02169. It was reported the patient experienced drainage at the scs ipg site. Consequently, surgical intervention was taken, but the physician decided to remove the patient's leads only. The generator remains in situ.